Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a bronchial dilation and stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the gauge did not register pressure. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.